Manufacturer narrative:
This report is submitted on january 16, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. Subsequently, the patient underwent skin revision surgery under general anesthesia on (B)(6), 2022, in order to replace the abutment.